Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted. The insulin pump had a cracked case near the display window corner, minor scratches on the display window, a cracked reservoir tube lip, cracked battery tube threads, a stained end cap sticker, a stained address and serial number label and a stained end cap sticker.

Event description:
It was reported that the insulin pump alarmed button error. The blood glucose reading was 242 mg/dl. No significant events leading to the alarm were observed. Advised replacement of the insulin pump and to revert to their back-up plan. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.